Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving a glucose reading of 220 mg/dl from his freestyle freedom lite meter and self-administered with insulin accordingly. Customer reported as a result of his insulin medication, he experienced symptoms of hypoglycemia and loss of consciousness and ate food and drank coffee to counteract his symptoms. Paramedics were called and they obtained a reading of 38 mg/dl with their hcp meter and treated customer with intravenous solution. There was no report of diagnosis, death or permanent impairment associated with this case.